Manufacturer narrative:
Unit received with button error alarm and had unresponsive act and up buttons due to corroded keypad traces. Unable to perform self-test, unexpected restart error test and displacement test or verify the unexpected restart error alarm due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart and a button error. The customer¿s blood glucose was 43 mg/dl at the time of incident. Customer stated that the insulin pump alarmed unexpected restart and it was recurring during normal use. Customer also received a button error alarm and during button error troubleshooting, customer confirmed that time is advancing. Customer also reported to have experienced a low blood glucose of 43 mg/dl and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.